Event description:
It was reported the device was explanted and replaced due to oversensing and normal battery depletion. No patient complications were reported as a result of this event. Additional information has been received, stating there were no problems with the ipg. The issue was with the (non-medtronic) lead only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal. It was reported the device was explanted and replaced due to oversensing and normal battery depletion. No patient complications were reported as a result of this event. Additional information has been received, stating there were no problems with the ipg. The issue was with the (non-medtronic) lead only. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination end of life - expected battery device operated according to specifications sensitivity low battery.